Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an increase in pacing impedances of greater than 1200 ohms shortly after implant. A new lead was successfully implanted in it's place. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Detailed analysis is being done on this lead at this time. The report will be updated once that is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned and was found to be severed into two segments at 15.5 cm from is-1 pin. There were setscrew markings noted on the terminal pin. Additionally the extracting stylet was found to be stuck inside the distal segment of the lead. The clinical observations could not be confirmed.